Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a transsphenoidal procedure/cranial resection. It was reported that the site was unable to track their microscope. They called the representative (rep) did troubleshooting over the phone. Initially the cable was plugged into port a and not b. Once they swapped that port, they had green status on the microscope, but stated they were still unable to track the microscope. The rep asked if they could manipulate the drape to make sure the trackers weren't covered, but the site declined to do that. They proceeded without navigating the scope. The rep was going to have them check after the case without a drape. It was noted that after the case they removed the drape and could track the microscope normally. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.